Manufacturer narrative:
Evaluation results: one cadd-solis hpca was returned for investigation in used condition. The tamper seal was lifted and the lens was damaged. The customer reported failed accuracy of the pump was not replicated. The pump passed 3 accuracy tests that were performed. The device functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause of the customer reported product problem was not established.

Event description:
It was reported that the pump failed a delivery accuracy test. There was no patient involvement. The event occurred during testing.